Event description:
It was reported that a polaris ultra ureteral stent was to be used in a ureterolithotomy procedure in the ureter. During the procedure and outside the patient, it was noticed that the stent was fractured in the middle. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of stent shaft break.